Event description:
A customer reported that their insulin pump displayed a different amount than expected, showing zero instead of the anticipated 150+ units. The issue occurred on a previous day, and the difference was noted to be greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge and expressed interest in receiving an email with links to cartridge load resources. Tandem technical support advised the customer to call back for troubleshooting if the issue recurred.